Event description:
Customer reported the monitor went into sleep mode and would not come out. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended.